Event description:
It was reported that the lead had loss of capture. It was further reported through the systems longevity study that the device had "migration." Requests for additional information about the event were not returned. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the device was returned and analyzed but no issue identified that required full analysis. The analyst noted that the device was explanted 8 years prior to receipt. There is no analysis that can be performed at this point. Any save to disk data from the time the device was implanted was overwritten years ago. The telemetered battery voltage shows the battery is well below the end of service (eos) threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.